Event description:
It was reported that the ventilator was pulled into the MRI scanner. The incident happened after a patient treatment. The ventilator received damages from the collision. There was no patient involvement. (B)(4).

Manufacturer narrative:
The ventilator operates in a field of up to 20 mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the hospital. According to information from the hospital, the incident happened after the patient treatment, when the therapist was disconnecting oxygen/air lines from the ventilator. During this procedure, the brakes of the ventilator were unlocked, and the ventilator came too close to the mr scanner. Received photos and the received device logs confirmed that the ventilator received damages during the collision. Our conclusion is that the ventilator had two front wheels unlocked, and was placed too close to the mr scanner. The ventilator was therefore attracted to the mr scanner. The ventilator will be repaired before it is returned to service.